Event description:
The customer reported that a person went down at an athletic club. They pulled out the defibrillator, but it would not power up. Emergency medical service personel arrived later and treated the pt successfully. Note: the customer would not divulge any pt identifier.

Event description:
The customer reported that a person went down at an athletic club. They pulled out the defibrillator, but it would not power up. Emergency medical service personnel arrived later and treated the pt successfully.

Manufacturer narrative:
The device not yet received. The customer has not yet committed to returning the device.

Manufacturer narrative:
The device not yet received. The customer has not yet committed to returning the device.